Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio iq meter read inaccurately high compared to a lab test. The patient reported blood glucose results of "6.7 mmol/l" with a lifescan meter and "5.8 mmol/l" on a laboratory device, performed within 20 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product. Based on the information provided, this complaint was initially ruled out as MDR-reportable due to the following conclusion: the patient performed a meter-to-lab device comparison where the calculated difference of the reported results does not exceed lifescan's criteria for accuracy testing. There is also no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. Lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation revealed that control solution test result with the returned test strips was above the expected range. In addition, an "error 4" occurred with the test strips. This complaint is now being reported because the test strips failed testing. Lfs received the meter involved with the complaint on (B)(4) 2012 but investigations has not been completed at this time.

Manufacturer narrative:
Follow-up (9/4/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.